Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the cracked and peeling adhesive likely occurred due to an external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding the connection of the cable which may have prevented the event: "inspection of the endoscope. 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. Additionally, as noted, there was a gap of adhesive on the distal end. The adhesive was cracked and peeling. Furthermore, the acoustic lens was slightly chipped. The control part housing was slightly deformed. The side cap was worn. The supply hose had minor scratching, and a slight shadow was visible in the ultrasound image. If additional information becomes available following device evaluation, a supplemental report will be filed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer originally reported that the evis exera ii ultrasound gastrovideoscope was aborting the washing process during reprocessing, no patient involvement. Additional information has been requested for initial reporter information. During the device evaluation, it was discovered that the adhesive was cracked and peeling. This report is being submitted to capture the cracked and peeling adhesive.